Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) rose to 19.2 mmol/l (345.6 mg/dl). The pod reportedly alarmed while wearing the pod on the leg for between 25 and 36 hours. The patient felt weak and applied a new pod. The patient went to the doctor's office and was diagnosed with ketoacidosis. The doctor checked the patient's bg and ketone levels. No treatment was provided at the doctor's office. The patient was released home after approximately 45 minutes.